Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose level of 452 mg/dl; cause was unknown. Reportedly the customer was given insulin and something to eat. The customer was released 05/30/2026 with the issue resolved and no permanent damage.